Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had infection at the ipg and lead sites. To address the issue, patient underwent surgical intervention on (B)(6) 2025 during which the infected incisions were cleaned out.